Manufacturer narrative:
On 12-sep-2025, the mentor failure analysis lab received the device for evaluation. Mentor became aware that the correct lot number of the suspect medical device is 9748101 and the correct serial number is (B)(6). The device is a mentor memorygel xtra breast implant 295cc gel breast prosthesis and was manufactured in mentor¿s facility in leiden, the netherlands. Mentor medical systems b.v, located in leiden, the netherlands, is a foreign manufacturer of medical devices that are not cleared or approved for sale in the us. It is a separate legal entity from mentor texas. Per 21 cfr 803.58 and "medical device reporting for manufacturers" (FDA guidance document issued on november 8, 2016), we are ¿not required to submit MDR reports for events occurring in other countries for a device that is manufactured in a foreign country and that is not cleared or approved for marketing in the us. However, if mentor becomes aware of information that reasonably suggests a device has malfunctioned and that a similar device that is marketed in the us would be likely to cause or contribute to a death or serious injury if the malfunction were to recur, then mentor should report the device malfunction that occurred outside the us." Since mentor medical systems b.v. Do not market any devices in the us, manufacture & market all their devices outside the us, and have never held FDA approval nor clearance for any of their products, their devices do not meet the criteria for MDR reportability. Per the above, mentor will not submit any additional medwatch reports for this event. G1 manufacturer contact phone number: (B)(6). G1 manufacturer site fax: (B)(6). G1 manufacturer site phone: (B)(6). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was attempted on reported lot number 9748191, but it could not be confirmed that this belongs to a mentor product. If clarification is received, a supplemental report will be submitted. Reason for device explant and/or reoperation: breast pain, breast prosthesis rupture. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. E1 initial reporter phone: (B)(6). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis developed pain and deformation in the left breast post implantation. An ultrasound was performed which diagnosed possible rupture. The rupture was confirmed via MRI. As a result, the patient underwent bilateral explantation and replacement with gel breast prostheses on (B)(6) 2025.